Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that cardiac resynchronization therapy defibrillator (crt-d) reached premature battery depletion with no shocks or unusual issues causing faster depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 91.27% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why visual examination of the connector noted no anomalies. A foreign material was noted on the device can. If information is provided in the future, a supplemental report will be issued.